Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and, almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years 7 months after insertion procedure. Chronic abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Other nonserious events were reported. This case was regarded as incident since intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced abdominal pain this frequently or this severe before essure. Concurrent conditions included nickel sensitivity (diagnosed with a nickel allergy as a child). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day after starting essure, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced alopecia ("almost immediately after implantation, her hair to fall out in large clumps"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016, bilateral salpingectomy for removal of her essure devices). Essure was withdrawn. At the time of the report, the abdominal pain, alopecia, pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, pelvic pain, menorrhagia and dyspareunia to be related to essure. The reporter commented: despite suffering from chronic abdominal pain for over four years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and, almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years 7 months after insertion procedure. Chronic abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Other nonserious events were reported. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced abdominal pain this frequently or this severe before essure. Concurrent conditions included nickel sensitivity (diagnosed with a nickel allergy as a child). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("almost immediately after implantation, her hair to fall out in large clumps"). On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (on (B)(6) 2016, bilateral salpingectomy for removal of her essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, pelvic pain, menorrhagia and dyspareunia had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: despite suffering from chronic abdominal pain for over four years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : product indication added , new event added abnormal bleeding , autoimmune disorder nos , hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced abdominal pain this frequently or this severe before essure. Concurrent conditions included nickel sensitivity (diagnosed with a nickel allergy as a child). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("almost immediately after implantation, her hair to fall out in large clumps"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (on (B)(6) 2016, bilateral salpingectomy for removal of her essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, pelvic pain, menorrhagia and dyspareunia had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: despite suffering from chronic abdominal pain for over four years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain') and heavy menstrual bleeding ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A27191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, endometrial ablation and smoker. She never experienced abdominal pain this frequently or this severe before essure. Previously administered products included for an unreported indication: nonsteroidal anti-inflammatory drugs. Concurrent conditions included nickel sensitivity (diagnosed with a nickel allergy as a child). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("almost immediately after implantation, her hair to fall out in large clumps"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (on (B)(6) 2016, bilateral salpingectomy for removal of her essure devices and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, alopecia, pelvic pain and dyspareunia had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: despite suffering from chronic abdominal pain for over four years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia., menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('almost immediately after implantation, she had daily abdominal pain chronic and extreme, she was unable to work while enduring the daily excruciating pain') and heavy menstrual bleeding ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A27191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, endometrial ablation and smoker. She never experienced abdominal pain this frequently or this severe before essure. Previously administered products included for an unreported indication: nonsteroidal anti-inflammatory drugs. Concurrent conditions included nickel sensitivity (diagnosed with a nickel allergy as a child). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("almost immediately after implantation, her hair to fall out in large clumps"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (on (B)(6) 2016, bilateral salpingectomy for removal of her essure devices and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, alopecia, pelvic pain and dyspareunia had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: despite suffering from chronic abdominal pain for over four years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia., menorrhagia. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received : reporter information , date of birth, lot number , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.